Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy, while the device was being applied to the colon, the device was difficult or unable to load. The device cannot be loaded. The two halves did not join and lock in place and the white flag interlock was not engaged. The nurse or staff in the operating room was not able to close the instrument together after reload of a new cartridge. They tried with two different instruments, but when they should reload, the instrument was not able to put together. They used several instruments, because they could not reload the stapler with a new reload, to complete the case. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of nine gia 80-3.8 single use loading units. The loading units were received sealed in their blister packages and visual inspection noted no damage to the loading units. All nine loading units were able to be loaded successfully into a pmv representative instrument. Visual and functional evaluation of the nine loading units noted no abnormalities associated with the reported condition. Therefore, medtronic was not able to identify a root cause or speculate on a probable root cause. A review of the device history record indicates the nine loading units were all released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.